Event description:
Patient into infusion for sq darzalex faspro. Injection initiated on llq without incident up until roughly 5ml remained in syringe, when rn noticed leaking between blue needle hub and the needle adapter. After trying to adjust, needle hub detached from the adapter. Needle was able to be re-secured and the remainder of medication was administered. FDA safety report ID# (B)(4).